Event description:
It was reported that the clamp slipped and cracked the patient's skull. Additional information was received from the customer on (B)(6) 2016 with the following: a (B)(6) old female patient was in the operating room for suboccipital craniotomy for aneurysm. The patient was placed in a prone position. Integra mayfield adult disposable skull pins (product ID a1072, lot number unknown) were used. The pins are not available to be returned for evaluation. After the head was clamped with 60 pounds of pressure, the resident noticed the left side of pin slipped on the parietal area of the scalp. The tear was 1 inch and a half. While patient's head was held by the junior resident, the head clamp was opened and the pin was removed. The torn scalp was stapled and the bleeding was stopped. The head clamp was used and pinned at different site of the patient's head. The surgery then proceeded and without any event. The patient's outcome was normal.

Manufacturer narrative:
Integra has completed their internal investigation on 28jun2016. The device was not returned for evaluation. Device history record reviewed for this product ID serial # (B)(4) manufactured on november 25, 2013 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. No manufacturing or design related trend has been identified. In summary - the device was not released for evaluation therefore the root cause to the end user's experience could not be determined.